Event description:
Powerport w/groshong catheter placed (B)(6) 2015. Found to be fractured (B)(6) 2018. Taken to radiology for removal: under sonographic guidance, access needle advanced into left cephalic vein, wire advanced under fluoroscopic guidance over wire, dilator removed and 7fr sheath advanced into cephalic vein and using a combination of stiff glidewire and a snare system, the broken catheter fragment was retrieved through the right ventricle. Initial attempts made at the proximal portion and which appears to be endothelialized and inaccessible. Successful retrieval of foreign body from superior vena cava and right ventricle. Proximal portion of catheter removed during surgery next day (B)(6) 2018 and another catheter placed. This report is about the 2nd port. It was implanted on (B)(6) 2018. This patient is well over 300 pounds with virtually no neck. Within 3 days it was determined that the port was leaking internally and the patient developed blisters, severe pain and excoriation over the left chest. This port was removed surgically (B)(6) 2018 and unfortunately, surgical staff disposed of the explanted port.